Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient¿s device was tested on (B)(6) 2014 and system diagnostic results revealed high impedance (9948 ohms). The patient¿s device was disabled on (B)(6) 2014. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2014. Further information was received indicating that the patient had delayed replacement surgery as he felt that he had not benefited from vns therapy. The patient decided later to undergo explant of the vns system. X-rays were not taken. No trauma or manipulation of the vns system is suspected. Surgery is expected but it has not occurred to date.

Manufacturer narrative:
Review of the available programming and diagnostic history. Device failure is suspected, but did not cause or contribute to a death or serious injury.